Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal tear starting from the proximal end of the balloon extended 10mm distally. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-aug2016. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified forearm anastomosis site. After a 5fr introducer sheath was inserted, a 5.0-4/4t/90 symmetry¿ balloon catheter was advanced for dilation. However, during the first inflation , the pressure was unable to increase. The procedure was completed using non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal balloon tear.